Manufacturer narrative:
The reported events were far r oversensing and lead dislodgement. The reported event of far r oversensing was not confirmed. The helix was extended and was measured within specification. The helix was also found clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that a patient presented with their atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Event description:
Additional information received notes that there was far r oversensing on the atrial lead.